Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 22 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9007855 all inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200799270, 200799151, 200799148, 200799347, 200798540, 200798440, 200798697] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.3ml 30ga 1/2in uf 10bag has been found experiencing two occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported total of 2 syringes came from 2 different poly bags, was smoke like in the barrel. She does not know how to explain it better she stated it was dark different color verbatim: issue: consumer reported total of 2 syringes came from 2 different poly bags. Was smokey in the barrel. She does not know how to explain it better she stated it was dark different color. She uses the 3/10 ml 12.7mm 30g. Incident date-10-19-2019 occurence-2 item# 328431 lot# 9007855 expiration date-2024-01-31 consumer uses new needle for her injection, but sometimes she re uses the needle. Advised consumer not to re use the needle. Consumer stated she has 8 syringes left.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 30ga 1/2in uf 10bag has been found experiencing two occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported total of 2 syringes came from 2 different poly bags, was smoke like in the barrel. She does not know how to explain it better she stated it was dark different color. Verbatim: issue: consumer reported total of 2 syringes came from 2 different poly bags. Was smokey in the barrel. She does not know how to explain it better she stated it was dark different color. She uses the 3/10 ml 12.7mm 30g. Incident date-(B)(6) 2019. Occurence-2. Item# 328431. Lot# 9007855. Expiration date-2024-01-31. Consumer uses new needle for her injection, but sometimes she re uses the needle. Advised consumer not to re use the needle. Consumer stated she has 8 syringes left.

Manufacturer narrative:
H.6. Investigation summary customer returned (19) 3/10cc, 12.7mm, 30g syringes in open poly bags from lot # 9007855. Customer states that the barrel was dark and a different color. All returned syringes were examined and all exhibited smeared ink on the outer surface of the barrel. A review of the device history record was completed for batch # 9007855 all inspections were performed per the applicable operations qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause for this defect cannot be determined. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.3ml 30ga 1/2in uf 10bag has been found experiencing two occurrences of containing foreign matter during use. The following has been provided by the initial reporter: it was reported total of 2 syringes came from 2 different poly bags, was smoke like in the barrel. She does not know how to explain it better she stated it was dark different color verbatim: issue: consumer reported total of 2 syringes came from 2 different poly bags. Was smokey in the barrel. She does not know how to explain it better she stated it was dark different color. She uses the 3/10 ml 12.7mm 30g. Incident date: (B)(6) 2019. Occurence: 2. Item# 328431. Lot# 9007855. Expiration date: 024-01-31. Consumer uses new needle for her injection, but sometimes she re uses the needle. Advised consumer not to re use the needle. Consumer stated she has 8 syringes left.